Event description:
Attorney reported: in 2006--the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. As a direct proximate result of the mesh product the pt suffered multiple and severe painful injuries, including, but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement of her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to his body as a whole. As a direct and proximate result of the mesh patch the pt suffered, "permanent physical injuries to his body as a whole."

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.